Event description:
The patient had their generator replaced on (B)(6) 2012 and good faith attempts are underway to have it returned for analysis.

Event description:
Clinic notes were received in regards to a vns patient. It was determined that patient's generator is at neos: yes. Clinic notes report the patient is having increased depression and worsening of behavior. At their office visit date (B)(6) 2012 the patient's mother reported that the severity of their seizures decreased with the increase of their vns to 2.0ma at their previous visit. Since that visit they had 3 seizures but also since the increase in output current were having worsening of behaviors and increased depression. Good faith attempts are underway for further details about the reported events.

Event description:
Product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the pulse disabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.053 volts, indicating a depleted battery. The data in the diagaccumconsumed memory locations revealed that 113.442% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications, except for the out of specification of capacitor c4, which is not expected to have an adverse effect on battery longevity. The cause for the out of specification of capacitor c4 value (v cpu) is likely associated with component aging. Other than the noted error, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
A c4 capacitor was out of specification, but is not expected to have an adverse effect on battery longevity.